Event description:
The customer reported the displayed image of the subject device had stripes. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that tissue glue was adhered to the inner wall of the instrument channel. The customer could not remember when tissue glue was last used in a procedure; however, the customer confirmed that the endoscope has been used several times since the last use with tissue glue, indicating that the tissue glue has remained in the device from a previous procedure.

Manufacturer narrative:
During inspection and testing, tissue glue adhered to the inner wall of the instrument channel was suspected to be due to insufficient reprocessing of the device after a previous case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is unknown how and when tissue glue adhered to the inner wall of the channel. Therefore, the root cause could not be specified. The endo therapy accessory used in the procedure was not identified. If it was an olympus product, it would have been a disposable injection needle. The instruction manual of an olympus injection needle provides the following, which may help to prevent the issue: ¿warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk.¿ caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." The reported issue (image stripes) was not confirmed or duplicated. However, it was observed there was irregular color tone on the displayed image due to a charge-coupled device failure. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the objective lens was worn, the label on the scope connector cover fell off, the suction cylinder was worn, the light guide lens was cracked, and the protector was worn. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.